Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed with tandem technical support and damage was observed on the cartridge. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that one cartridge was "misshapen" and another cartridge had "residual plastic around the border". Customer's blood glucose was 188 mg/dl.